Manufacturer narrative:
Follow-up # 1 - 3/25/2015. Device evaluation.the lay user/patients meter has been returned on 10/1/2014 and further evaluated by lifescan product analysis on 11/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying inaccurate readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2014, she obtained blood glucose results of ¿48mg/dl, 106mg/dl and 121mg/dl¿ using the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes using an insulin pump. The patient denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately 1 hour after the alleged issue occurred, the patient reportedly developed symptoms of ¿fatigue and headache¿ and denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the csr determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.